Manufacturer narrative:
(B)(4)

Event description:
Additional information from the consumer reported that the urologist could not specify why the lead migrated from the correct position and a more detailed reason should come from the urologist.

Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
A patient reported that her lead had to be moved in 2013. No symptoms were reported. No clear alleged issue, troubleshooting, or potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.